Manufacturer narrative:
Date sent to the FDA: 6/12/2020. Additional information: b7, d3, d7, g1, g2. Additional b5 narrative: it was reported that the patient underwent mesh revision on 5/27/2014 due to abdominal pain, infection and seroma formation. Mwr-11062020-0000747213, submitted for adverse event which occurred on (B)(6) 2014. Mwr-11062020-0000747214, submitted for adverse event which occurred on (B)(6) 2015. Mwr-11062020-0000747215, submitted for adverse event which occurred on (B)(6) 2016.

Manufacturer narrative:
H6 patient codes: 1994, 3189 - surgical intervention. It was reported that the patient experienced hernia recurrence, scar, adhesions, pain following surgery. It was reported that the patient underwent multiple revision surgeries. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2014 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.